Event description:
It was reported that the patient previously experienced phrenic nerve stimulation, reprogramming of the left ventricular (lv) lead was attempted but no other vectors were viable. There was also possible high threshold on the lv lead and the lead was reprogrammed. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 694765 lead implanted: (B)(6) 2010, 5076-52 lead implanted: (B)(6) 2015, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.